Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to the reservoir's tubing outside of his body in his upper scrotum area. Existing tubing was cut, and new connections were made and closed in the body. An extensive antibiotic irrigation and washout occurred. Original surgery was in (B)(6) 2019. No patient complications were reported in relation to this event. No more information is available.